Manufacturer narrative:
A manufacturing review was completed and zero nonconformances were found. The returned product evaluation confirmed the failure. The sheath hub was separated from the shaft. An internal corrective action was implemented to address this issue.

Event description:
Opened kit and upon access to body the sheath broke from hub.